Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an ellipsys catheter was used to treat the right arm. An inpact admiral balloon was later used to treat the anastomosis. Approximately 12 months post procedure patient suffered inflow stenosis of brachial artery of right arm.  Physical exam at 12 month follow-up visit revealed pulsatility and inflow stenosis was noted in duplex ultra sound. Subject was referred for a fistulagram and angioplasty after study completion. At study completion this adverse event was considered ongoing. Patient not recovered.

Manufacturer narrative:
Additional information: a fortrex balloon was used to treat the anastomosis between the index procedure and the occurence of the inflow stenosis of brachial artery of right arm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.